Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in an hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this male patient's hip was revised approximately 3 years 9 months post op. As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scans showed a clear decentration of the prosthesis head and small osteolyses in the acetabulum as signs of inlay wear. This was verified when the inlay was changed on (B)(6) 2024 to a vit e-hardened specially approved inlay (novation xle, neutral liner, group 1, 32 mm). As part of the replacement operation, in addition to the inlay exchange, the firm cup integrity was determined and the prosthesis head was replaced.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) 180-01-48 - crown cup,cluster-hole gr.48.